Manufacturer narrative:
No device-related issues were identified based on the examination of the returned device, and a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The device was returned assembled with the driveline cut approximately 0.5 inch from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered or well-developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8.5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of a chronic driveline infection. Status post an incision and drainage procedure on (B)(6) 2016, the patient tested positive for psa. The patient was followed with ID and was on long term IV antibiotic therapy that was completed on (B)(6) 2016. On (B)(6) 2016, the patient was readmitted with a large amount of purulent drainage coming from their driveline site. A wound culture was positive for pseudomonas and the patient was started back on antibiotics by ID. The plan was for 4 weeks of IV vancomycin and indefinite use of zeraxa. On (B)(6) 2016, the patient underwent a pump and driveline exchange.